Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 37761, serial# (B)(4). Analysis of the 37761 desktop charger sn# (B)(4) found evidence of broken connector pins. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain, complex regional pain syndrome type I. It was reported that the desktop charger (dtc) had a bent connector pin, the ins recharger (insr) was not charging, and the ins "battery is dead". Replacement dtc and insr were sent. No patient symptoms, and no additional device complications were reported for this event.